Event description:
Complainant alleged that during a routine shift check by a clinician the device had a large charge time, the device took 30 seconds to charge up to 30 joules. Complainant indicated that there was no pt involvement in the reported malfunction.